Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ICD replacement, when unplugging lead from ICD, damage was noted at the connector location. The lead was replaced and seemed to have externalized conductors at two locations. The electrical parameters were normal. No adverse consequences for the patient were reported.

Manufacturer narrative:
The clinic informed the lead will not be available for analysis.